Manufacturer narrative:
(B)(4). The lot number was reported as "14j18v154"; however, this lot number is invalid. The device was received and an evaluation was performed. A visual inspection was performed and identified a cut in the tubing, near the entrance to the upper y-site. Underwater leak testing was also performed and identified a leak due to the cut in the tubing. The reported issue was verified. The cause of the issue was determined to be a machine or equipment error during the manufacturing process. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard IV solution administration set leaked near the injection port. This was discovered during infusion of 0.18% sodium chloride and 4% 1000 ml glucose at a rate of 50 ml/hr. There was no patient injury or medical intervention associated with this event. No additional information is available.